Event description:
The customer tested his blood glucose and received a high reading of 259 mg/dl using his breeze2 meter. He took 10 units of insulin based on the reading. The customer tested his blood glucose 3 hrs later and received a reading of 47 mg/dl. He ate something sweet to raise his blood glucose level. No outside medical attention was required. The customer performed control tests while troubleshooting and both results fell within the normal range. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.